Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that propofol was infusing at 8.1 ml/hr (10 mcg/kg/min). A few minutes after a new bottle and new tubing were hung, the patient's blood pressure dropped from 152/78 to 104/40. It was noticed that the infusion was dripping faster than what was programmed on the pump. The infusion was immediately stopped and no other medical intervention was provided. The mean arterial pressure quickly improved.